Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on 10/19/2018, that on (B)(6) 2018, the patient's receiver "turned on and off" repeatedly. No additional event or patient information is available. No product or data was provided for evaluation. The complaint confirmation could not be determined. A root cause could not be determined.